Event description:
During outreach call customer reports of having air bubbles in reservoir. Customer reports that this was a past event. Event was documented. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.